Manufacturer narrative:
(B)(6).

Event description:
It was reported that multiple non-sustained rv oversensing episodes were observed. Emi or possible myopotential oversensing were suspected. Isometrics, pocket manipulation and programming changes were recommended. No actions were made. Physician elected to monitor with regular follow-ups.